Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that end of service (eos) was seen, the device was off, and it was no longer providing therapy. There was an allegation/dissatisfaction against longevity as the patient stated that they were told the implantable neurostimulator (ins) would last a ¿whole lifetime.¿ the implant date was reported to be (B)(6) 2011. The patient thought it would last much longer than that. It was reviewed that longevity was different for every patient depending on settings and usage. It was reported that the patient would follow-up with their health care professional (hcp) regarding the eos and to discuss the next steps. This had occurred a couple of days ago in (B)(6) 2016. Additional information was received from the consumer on the same day asking why the ins could not be recharged. It was reviewed that the patient did not have a rechargeable ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that confirmed that he was seeing the end of service symbol, and that he had seen the warning symbols before. This symbol did not just happen out of the blue. The patient was redirected to his health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.